Manufacturer narrative:
The actual complaint device was not available for physical evaluation, however, thirty-five (35) companion samples from the same lot were returned to the manufacturer for investigation. A visual examination of the returned companion samples found the bloodlines to be acceptable. No defects or irregularities were observed or identified. A single companion sample was then tested using a 2008t hemodialysis machine for simulated use. During the simulated use test, there were no observations of a disconnection or a leak from the bloodline companion device. The device worked as intended with no noted abnormalities and no defects identified. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the material and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was not able to confirm the failure mode. Although the evaluation of the companion sample confirmed that the device functioned fully as designed and met specification, a definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual complaint device. Therefore, the complaint has been deemed unconfirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon the completion of this activity.

Event description:
The nurse at the user facility reported a blood loss event that occurred while a patient underwent a routinely scheduled hemodialysis (hd) treatment. The blood leak was visually observed 2 hours after initiation of the patient¿s hd therapy. The tubing disconnected from the bloodline, where the venous chamber connects to the transducer. The blood leak was noted as being very minor. The patient¿s estimated blood loss (ebl) was noted as being approximately 20cc. No machine alarm was generated as it is not expected to do so. The patient completed treatment with a new setup on the same machine. There were no patient adverse effects experienced and no medical intervention was required as a result of this event. The complaint device is not available to be returned to the manufacturer for evaluation as it was discarded by the user facility. However, a companion sample was returned to the manufacturer for analysis.